Event description:
Caller reportedly received the following results on the aviva system within 10 mins, 177 mg/dl, 105 mg/dl, 260 mg/dl, and 108 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.